Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely while the user was handling the device, water invaded the bending section and scope connector, which led to abnormality of electronic parts. As a result, the suggested events occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the device was being prepared before patient was in the procedure room. During preparation, the device relayed an error message eb30, indicating a scope communication error. A similar device was obtained immediately to complete the patient procedure. There was no procedure or patient impact.

Manufacturer narrative:
The device was returned for evaluation. During evaluation, the device relayed no image and visual noise was observed. The device was disassembled, aerated and reassembled; after this the image was relayed successfully. Fluid was found in the bending section, the control body and the scope connector. The control body and the scope connector showed corrosion. During examination, the insertion tube showed heavy buckling and denting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.